Manufacturer narrative:
Other applicable components are: product ID 37791 lot# serial# unknown product type recharger . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and degenerative disc disease. The patient stated that their ins needed attention because it was hard for them to charge. The patient stated it was difficult to position the antenna well on their back and it took forever to charge. The patient stated they used to get 8 coupling boxes but now they can only get 6 since the past 6 months. The patient stated the ins has moved a year or year and a half ago but they can still find it. The patient was redirected to their healthcare professional (hcp) to check on the ins and was sent a replacement recharger antenna. Additional information was received from a manufacturer representative (rep) on (B)(4) 2017. It was reported that the patient stated they were charging too often and it was taking too long to charge. The patient claimed to be getting 8 coupling bars and was charging for 5-6 hours every 2-2.5 days. The recharge data from the ins recharger (insr) was provided. Information on the best recharging practices was reviewed. The rep confirmed the patient was charging while sleeping. It was recommended the patient try to charge when they can monitor the coupling information. No further complications were reported/expected.

Event description:
Additional information was received from the patient. It was reported that the patient hadn¿t seen her physician since the event. The patient wasn¿t aware that anything was moved. The patient was sent a new wand which she installed, but the difference was minor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that no diagnostics had been performed in regards to the ins movement as it was only the patient's observation and it had not been evaluated by a physician. To resolve the charging issues, the patient stopped charging while they were sleeping. No further information was available.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.